Event description:
The advocate called for help with customer's contour meter. While troubleshooting, she performed control tests and received a result of 251 mg/dl. The normal control range was 106-146 mg/dl. No adverse events were alleged. The advocate used the last of the test strips while troubleshooting, so no product will be returned.